Manufacturer narrative:
Investigation conclusion: the customer reported unexpected high inratio inr results during testing; however, a laboratory comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. The meter associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned meter met accuracy criteria. Functional and thermistor testing were performed on the returned meter with passing results. A review of the entire in-house testing for lot 384085a was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. The impedance curve associated with one of the customer's inratio inr results of 4.4 was determined to be perturbed in shape. The impedance curve for the second inratio inr result of 4.4 could not be generated because it was not found in the meter memory. The impedance curve associated with the customer's inratio inr result of 4.8 was determined to be exhibiting a weak slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves exhibiting a weak slope change or curves which are perturbed in shape can lead to discrepant results; this issue is related to the algorithm software on the meter. The patient indicated having a genetic anemia disorder. Anemia is a condition which may impact the performance of the assay. CAPA-(B)(4) identified impedance curves with weak slopes or perturbed shapes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .0 - 3.0 target value 2.5. On (B)(6) 2016, inratio inr =4.4; repeat inratio inr = 4.4. After the result of inratio inr 4.4, the doctor took the patient off of coumadin therapy for a week. Exact dates, when the dosage was discontinued and restarted, was not provided. On (B)(6) 2016 inratio inr = 4.8. No reported adverse patient sequela.